Event description:
On (B)(6) 2013, it was reported that the patient underwent full vns revision surgery. Per the implant card, the device was explanted due to the patient experiencing. Previously, it had been reported that the patient felt as though the vns lead body was pressing up against her skin and she could feel and see it. The patient also reported a painful shocking sensation that was believed to be associated with stimulation; however, it was not felt every time. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
The explanting facility does not return product; therefore, the explanted devices are not expected for return.